Event description:
Copy of customer's medwatch report received. Per mwr: "after examining devices in question, it was discovered that the iui (inter-unit interface) connectors had physical damage and/or corrosion causing them to lose connection with the controller module. We also found that the latch that locks the 2 modules together was warped and had contamination on the mechanism." Reported ongoing issues with corroded and contaminated iui connectors, warped and contaminated leaf latches, channel disconnect errors and the module powering off during an infusion. No specific pt event info provided. Customer stated their entire fleet of alaris devices were replaced the end of (B)(6) 2012 and carefusion provided device cleaning instruction and a video. Stated they have not had any add'l channel disconnect or iui corrosion issues since the devices were replaced. There was no pt harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). No device return expected.